Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: d8, h6 (problem code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (10) years since the subject device was manufactured. Based on the results of the investigation, it is presumed that due to use of the non-olympus lamp, it becomes dark intermittently. The event can be prevented by following the instructions for use which state: warning: never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the light source had a light guide connector issue. And it is too dark to see the endoscopic image. The issue occurred, during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.